Event description:
Patient reported "rupture", "no energy, tired, getting sicker, sore muscles", "not feeling myself" and "severe rash from head to toe". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.